Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral device explant after a car accident post procedure. The devices were thought to be possibly ruptured. The devices were found to be intact after they were explanted on (B)(6) 2021. See 1645337-2021-06642 for contralateral prosthesis report.